Event description:
The customer reported that the system displayed corrupted files error messages and that there were images missing from the system. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups battery and cine drive power connectors were cleaned and reseated. The system was then found to be operating as intended.